Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported pain additional information was received from the patient¿s mother. It was reported that the patient cold not urinate and experienced an enlarged bladder without the device. They stated the patient had been catheterizing 8 times a day. No further patient complications were reported as a result of this event.